Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous femoral artery. This 4mm x 40mm x 146cm coyote es balloon catheter was selected for post-dilatation. The coyote es balloon ruptured upon the 2nd inflation at 10atms (1st inflation was 10atms). The device was removed from the patient intact. The procedure was continued with another coyote es balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)